Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that he device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer stating there was never a deviceconcern. There were several attempts with programming to make it all work together. However, there were too many side effects which led to the left probe being turned off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp). It was reported that the implantable neurostimulator (ins) on the right side was not effective and was no longer working. It was inactivated as of (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the right dbs was inactivated because it did not work. No symptoms or complications were reported or anticipated.